Manufacturer narrative:
This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information from the patient's spouse that the patient had passed away two days after implant of this cardiac resynchronization therapy defibrillator (crt-d) device and associated leads. Two months later, the spouse questioned whether the death may have been related to the length of the implant procedure (4.5 hours) or device/lead connections. There had been initial difficulties placing right atrial and left ventricular leads, attributed to the patient's medical condition or anatomy, and different models of each lead were subsequently successfully implanted. The recorded right ventricular lead measurements at implant were normal, and no issues were reported with that lead's placement. There were no allegations at the time of the implant procedure or the patient's death. The cause of death was not reported. A boston scientific field representative has been contacted for any additional available information. Although the available evidence suggests that it is highly unlikely that these products were involved with the patient's death, the allegation cannot be refuted by the information currently available.